Event description:
(B)(4). Ever since having the essure procedure, I've had chronic pain in my lower right side, nauseous everyday, hot flashes, night sweats, dizziness, lower back pain, vomiting, diarrhea, tired all the time, and the worst menses I've ever had in my life and I'm (B)(6) old. I've gone to my pcp complaining about various symptoms, had blood work done, and now have to get an upper and lower gi done. After that I will have to have my uterus and fallopian tubes removed.